Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that routine log file review captured on (B)(6) 2025 at 6:37:29, that the driveline was disconnected. It appeared that the driveline was re-connected at 6:37:40. No unusual rotor faults, pump temperature, or any other abnormal pump faults were seen in the log.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported driveline disconnect resulting in a pump stop was confirmed via the submitted log files. A specific cause for the disconnection of the driveline could not be conclusively determined through this evaluation. The submitted system controller event log files contained data from 09dec2025 through 21dec2025. A driveline disconnect which resulted in a pump stop lasting approximately 6 seconds was captured on 13dec2025. This event was associated with low flow hazard, lvad off, and driveline disconnect alarms. The driveline was reconnected, and the pump ramped up to the fixed speed without issue. No other notable events or alarms were captured, and the pump appeared to function as intended. Multiple attempts were made to obtain additional information regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 left ventricular assist system, serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, rev. D and the heartmate 3 patient handbook, rev. A are currently available. Section 2 of IFU, entitled, ¿system operations,¿ cautions the user to check the system controller driveline connector to confirm that the driveline is securely inserted in the socket. This section states that if the driveline disconnects from the system controller, the pump stops, and that in an event the driveline disconnects from the system controller, the user should promptly reconnect it to resume pump operation. Additionally, section 2 of the IFU, under "connecting the driveline to the system controller", provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. Section 2 of the patient handbook, ¿how your heart pump works¿, also advises the user to ¿check the system controller driveline connector often to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump will stop. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation¿. The patient handbook also explains that the pump cannot run without power. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, outline system controller alarms as well as the appropriate actions associated with them. Section 8 of the patient handbook, entitled ¿handling emergencies¿, lists examples of emergencies and the proper actions to take. The IFU and patient handbook also warns of events that may cause the pump to stop and how to prevent pump stops from occurring. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.